Event description:
Boston scientific received information that this left ventricular lead and device system, exhibited high out of range, pacing impedance values. Both products have been removed and replaced; both expected to be returned for analysis. Replacement reported successful with no adverse patient effects.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both products were thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A laboratory test lead (lv lead) was connected to the device and impedance measurements were taken. All measurements were within normal range. Device memory was reviewed and it was noted that lv impedance measurements had been intermittently out of range for approximately one year then remained out of range entirely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the implantable device operated as designed.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.